Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on 03-19-2023. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. E1 initial reporter street line 1- additional information. E1 initial reporter city- additional information. E1 initial reporter zip code- additional information. E1 initial reporter telephone number- additional information. H2 type of follow up: additional information.